Manufacturer narrative:
Analysis was unable to perform displacement test or occlusion test due to missing retainer. The insulin pump powered up properly after battery installation. Unit received with operating currents within specification. The insulin pump passed selftest, rewind, seating, basic occlusion test and force sensor test. No power loss alarms noted. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specifications. The insulin pump was received missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover, end cap address label missing, broken belt clip rails and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer insulin pump had received power loss. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.